Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced ise buffer valve (part number c28717), which resolved the issue. Beckman coulter internal identifier is (B)(4).

Event description:
Customer reported the au480 clinical chemistry analyzer generated erroneous high results for sodium (na) and potassium (k). The results were not released from the laboratory. There was no change to patient treatment in association to this event.